Event description:
On (B)(6) 2012, the distributor contacted animas, alleging the up, down, and ok keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there is no patient impact associated with this complaint. The keypad was found to be fully intact; no peeling or damage was observed. All the keypad buttons were responsive during testing. During investigation, evidence of contamination was found under all keypad contact and the keypad flex cable was found to be peeling from the base. Unrelated to the complaint, the audio bolus button was found to be torn and was unresponsive. Unrelated to the complaint, evaluation revealed a cracked battery compartment and a discolored/faded display screen, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. (B)(6).